Event description:
The patient underwent a surgical procedure for lung cancer, including mediastinoscopy, lobectomy by a vats approach which was complicated by bilateral vocal cord paralysis. This necessitated urgent tracheostomy to protect the patients airway and eventual gastrostomy to provide a means for alimentation. It is unknown why both vocal cords were affected with one likely due to the tumor extension into the mediastinum. However the contralateral vocal cord was also injured, likely during mediastinoscopy. It is my suspicion that the video-mediastinoscope design contributed to this injury. The scope is manufactured by (B)(4) and is model #wa52050a and is decidedly different in design and function to the point that the anatomy may be distorted sufficiently to allow for inadvertent injury to the recurrent laryngeal nerve which lies in the tracheoesophageal groove during the procedure.